Event description:
It was reported that the patients ipg would not charge to full and would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.